Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the universal surgical manipulator (usm) 2 carriage was sticking. The clinical sales representative (csr) called the intuitive technical support engineer (tse) after the procedure was completed and stated that usm 2 instrument carriage was sticking on the linear rail, producing a 22028 error, and would not allow the customer to use usm 2. The customer was able to complete the case as planned using the system as a 3 usm configuration. The tse walked the csr through a hard power cycle on the patient cart and exercised usm 2 range of motion with no change. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and completed the failure analysis investigation. The unit was tested on an in-house system and failed normal mode. After further investigation, the unit failed the brake gap test with filler gauge. The unit was also tested on an in-house patient side cart fixture test platform (pftp) where it failed sensors check and brake release tests. As a fix, the insertion brake assembly, upper and lower bearings, and brake shims were replaced.

Event description:
Refer to h10/h11 for follow-up information.